Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the stimulation won¿t shut off and sometimes it was painful and sometimes it was just aggravating. The patient reported that this started in 2018 ¿and then 6 months ago, got worse and very irritating.¿ the patient reported no falls or traumas but said she had surgeries since having the implant put in, so its possible that emi interference could have occurred. The patient also reported that she was ¿getting little bites or shocks like if you stick your finger in an electric socket, it started this year sometime.¿ the patient synchronized with the patient programmer (pp) and it showed stimulation was off at 0.0v. No further complications were reported.